Event description:
As reported via the (B)(4) study, a patient experienced "distal plaque extrusion" of two cypher stents. At the time of the index procedure, angiography revealed stenosis in the right coronary artery (rca). The mid rca lesion was described as 99% stenosed, 10mm in length, and denovo. The second lesion was in the distal rca and was described as 99% stenosed, 18mm in length, and denovo. The reference vessel was 3.5mm in diameter. The mid rca lesion was pre-dilated with a 3.0 x 15mm balloon at 18atm. There was difficulty crossing the lesion, but a 3.5 x 13mm cypher rx was implanted at 16atm for 30 seconds. Subsequent angiography revealed distal plaque extrusion, which was covered with a 3.5 x 18mm cypher stent at 16atm for 30 seconds. The stent overlap zone was further dilated with the same stent delivery balloon at 18atm for 20 seconds. Subsequent angiography revealed yet more distal plaque extrusion, which was then covered with a 3.0 x 13mm cypher at 16atm for 30 seconds. Additional post dilation was performed in the stent overlap zone with the same stent delivery balloon and then all three stents were post dilated with no further complications. Pre procedure timi flow was 1; post procedure timi flow was 3. The patient was discharged the following day.

Manufacturer narrative:
Concomitant medications: aspirin 325mg daily, (B)(6) 2010, continuing. Lisinopril 10mg daily, (B)(6) 2009, continuing. Isosorbide 30mg daily, (B)(6) 2010, continuing. Metoprolol 25mg daily, (B)(6) 2010, continuing. Crestor 10mg daily, (B)(6) 2009, continuing. Complaint conclusion: information received from the (B)(4) study indicated that plaque shift occurred during a coronary artery stenting procedure. The patient's medical history is significant for ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, asbestosis and a prostate biopsy. The target lesion was the mid and distal right coronary artery (rca). The mid rca lesion was described as 99% stenosed, 10mm in length, and de novo. The second lesion was in the distal rca and was described as 99% stenosed, 18mm in length, and de novo. The reference vessel was 3.5mm in diameter. The mid rca lesion was pre-dilated with a 3.0 x 15mm balloon at 18atm. There was difficulty crossing the lesion, but a 3.5 x 13mm cypher rx was implanted at 16atm for 30 seconds. Subsequent angiography revealed distal plaque extrusion, which was covered with a 3.5 x 18mm cypher stent at 16atm for 30 seconds. The stent overlap zone was further dilated with the same stent delivery balloon at 18atm for 20 seconds. Subsequent angiography revealed yet more distal plaque extrusion, which was then covered with a 3.0 x 13mm cypher at 16atm for 30 seconds. Additional post dilation was performed in the stent overlap zone with the same stent delivery balloon and then all three stents were post dilated with no further complications. Pre procedure timi flow was 1; post procedure timi flow was 3. The patient was discharged the following day. The product was implanted and therefore not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Plaque shift ("distal plaque extrusion") is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00241 and 3003742446-2010-00242.